Event description:
It was reported that the device was used during a laparoscopic cholecystecomy. It was reported that the clips ejected. Another device was used to complete the case. There was no consequence to the pt.